Event description:
It was reported that the cartridge was leaking from an undefined location. System check was being performed by tandem technical support; however, the customer declined to complete the check at the time of report. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.